Manufacturer narrative:
Accessory stimloc model, lot #082211811a, implanted: (B)(6) 2011, explanted: na.

Event description:
It was reported that during an implant procedure, the screw for the accessory component broke while tightening into the skull. It was noted the screw was fully seated in the base of the accessory but the head of the crew broke off while tightening with the remaining lower portion of the screw remaining in the patient's skull. The base of the component was then moved little more off to the side and a new screw (made by a different manufacturer) was then used to fixate the accessory base. The patient status was reported as "no health hazard". If additional information is received, a follow-up report will be sent.